Manufacturer narrative:
This report is submitted on february 2, 2021.

Event description:
Per the clinic, the patient developed an infection (staphylococcus aureus) at the incision site, was treated with antibiotics (type and duration not reported), and underwent a surgical debridement of the wound, and a repositioning of the receiver/stimulator. However, the infection could not be resolved. The device was explanted on (B)(6) 2021. Reimplantation is planned following resolution of the infection.

Manufacturer narrative:
This report is submitted on 10 mar 2021.